Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use a leak from the side cannula to the insertion point was noticed, in less than one day. This incident concerns 10 samples. There was patient involvement, but no patient harm reported.